Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient came in to an in-clinic follow-up on (B)(6) 2021 with phrenic nerve stimulation. Further investigation found that the right ventricular had dislodged and was also failing to capture. The lead was at first reprogrammed off. The patient then underwent a lead revision on (B)(6) 2021. Patient was stable after the procedure.